Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) rebooted itself when loaded on to the transport truck. The display was blank longer than normal on reboot. Message said "touch screen inoperable" even though it was functional. As a result, field service engineer replaced cpm and missing screws. There was no report of patient complications, serious injury or death.

Event description:
It was reported that the intra-aortic balloon pump (iabp) rebooted itself when loaded on to the transport truck. The display was blank longer than normal on reboot. Message said "touch screen inoperable" even though it was functional. As a result, field service engineer replaced cpm and missing screws. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iabp shut off in use is not able to be confirmed. Although, the root cause of the complaint is undetermined, the returned device passed visual and functional test specifications. No further action required at this time.